Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the blade capture is broken and came a part during the sterilization process at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the blade capture is broken and came a part during the sterilization process at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.